Manufacturer narrative:
Follow-up # 1 ¿ the patient¿s meter and test strips have been returned on 6/10/2015 and evaluated by lifescan product analysis on 6/12/2015 and 6/22/2015, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. The test strips involved with this complaint failed testing. The test strips were found to have results greater than +50% of the control solution when tested with control solution. Additional tests were performed on the test strip vial and the desiccant to check the structural integrity and for possible moisture issue. The structural integrity of the test strip vial was found to be intact during a gross leak test. The desiccant within the subject vial was found to contain more moisture than expected from normal use (as per product labelling), and failed tga testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that his onetouch verioiq meter read inaccurately high in comparison to results obtained on a lab calibrated device. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that on (B)(6) 2015 at 02:26pm he obtained a result of ¿219mg/dl¿ on the subject meter, which he felt was inaccurately high in comparison to a result of ¿100mg/dl¿ on a lab device. The two tests were performed within 10 to 30 minutes of each other and no food or medication was taken between the tests. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. The patient manages his diabetes by self-adjusting his insulin doses and denied making any changes to his usual diabetes management routine in response to the alleged issue. The patient claimed that around ¿four hours¿ after the alleged meter issue occurred, he developed a symptom of ¿sweaty¿ and that at 06:00pm on (B)(6) 2015 he self-treated with food or drink. During troubleshooting the cca noted that the meter was set to the correct unit of measure and an approved sample site was used. Replacement products were sent to the patient. This complaint is being reported because the patient suffered symptoms suggestive of a hypoglycemic event after the alleged meter inaccuracy occurred.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.